Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, from which the plate was broken and an abnormality in the angulation occurred. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insulation resistance at the tip out of standards due to missing part of distal cover, angulation in the up direction out of standards due to worn of angle-wire, liquid leaks due to deformation of right/left knob, liquid leaks due to deformation of up/down knob, switch 1 not functioning due to damage of switch 1, white dot at the screen due to damage of charged coupled device unit, water reflected in the image due to detach of adhesive part of lens, condition of light guide bundle not good, light guide broken, gap at the adhesive part of bending section, crumple at the connecting tube, peeling on the connecting tube, distal end worn, and objective lens worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the colonovideoscope angulation control was not working. The event occurred during an unknown procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.